Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and wall adapters. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.